Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 lead, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the device implant detect setting was turned on, which caused the initial remote monitor transmissions to be unsuccessful. The patient was referred to the clinic to have implant detect turned off to allow for monitor transmissions to occur. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.